Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Subsequently, multiple malfunction alarms occurred. Customer's blood glucose (bg) level was 400 mg/dl - "high". Customer administered a manual injection to address bg. Customer reverted to an alternate method of insulin therapy.